Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg¿ after the user placed the device on a charger away from the dexcom g7 sensor, resulting in intermittent communication between the cgm and the ilet, consistent with a signal loss to the ilet; the involved component aligns with the cgm communication path, including the antenna and electrical/magnetic aspects. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7 due to distance exceeding the recommended range, consistent with intermittent communication failure involving the antenna and related electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.